Manufacturer narrative:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); reported that following atrial septostomy with placement of a palmaz stent one patient experienced stent migration. No patient injury was reported. In this study, congenital heart disease patients were treated with atrial septostomy by stenting. Six of the thirteen patients¿ stents were removed between one and eighteen months following implantation. Removal was reportedly due to reasons such as heart transplantation, palliative surgery and corrective surgery. In this case, at the time of removal, the stent was noted to have had extend almost to the free right atrial wall but did not cause a problem. The product was not returned as it remained implanted in the patient. The lot number was not reported and a DHR could not be completed. Without return of the device or films to review, the reported ¿stent ¿ migration¿ could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. This article was found during a recent clinical evaluation review/literature search of this device and the full article is attached. The citation is as follows: danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413.

Event description:
Danon et al reliable atrial septostomy by stenting of the atrial septum; catheterization and cardiovascular interventions 66:408¿413 (2005); report one patient had a stent extend almost to the free right atrial wall at the time of its removal. Although it did not cause a problem, there may be risk of stent erosion through the free wall of the atrium.